Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient experienced an unexpected postoperative outcome. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Additional information was requested on 04/22/2011 and 05/06/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).